Manufacturer narrative:
On february 03, 2022, the mentor analysis lab received the medical device for evaluation. With the retuned device paperwork was received stating an updated date of explantation of (B)(6) 2022. An evaluation was completed on february 04, 2022. During the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain and was subsequently diagnosed with bilateral baker grade iii capsular contracture. As a result, the patient underwent removal on (B)(6) 2021. Refer to manufacturing report number 1645337-2021-14263 for the contralateral event.